Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. The stent had detached from the balloon and was not returned for analysis. Crimp markings are evident on the exposed balloon wall indicating that full crimp contact was achieved between the crimped stent and balloon. No information was made available regarding the detached stent. The detached crimped stent was not returned with the device for analysis. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-oct-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The non-occluded, 20x3.5mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). After a 3.5 jl 6f guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Following predilation, a 3.50x24mm promus element ¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/ separation.